Manufacturer narrative:
G1 "reporting contact" should read "(B)(4).

Event description:
On (B)(6) 2025, a patient underwent upper extremity deep vein thrombosis thrombectomy using inari devices. During the procedure, the physician had difficulty angling the inthrill sheath due to the patient's preexisting arteriovenous graft. Contrast extravasation was noticed on fluoroscopy around the anastomosis. The extravasation was treated with implanting a stent graft. Final imaging showed good blood flow through the graft.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were not provided, however, the lot history records of all potential lots were reviewed and there were no discrepancies or unusual findings. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari stryker medical affairs team, who concluded that the inari devices could not be ruled out as contributory to the event. The device labeling includes vessel dissection and vessel perforation as potential complications. Manufacturer reference # (B)(4).

Event description:
On (B)(6) 2025, a patient underwent upper extremity deep vein thrombosis thrombectomy using inari devices. During the procedure, the physician had difficulty angling the inthrill sheath due to the patient's preexisting arteriovenous graft. Contrast extravasation was noticed on fluoroscopy around the anastomosis. The extravasation was treated with implanting a stent graft. Final imaging showed good blood flow through the graft.